Event description:
Customer was admitted to hosp for high blood glucose customer stated that the opposite side of the pump, not where the battery goes but the other side is cracked and completely coming apart. Customer also stated that they do not know how this happened.